Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator displayed an error code. Technical services had customer remove the battery to reset the external pulse generator. The device is now working as designed. The external pulse generator was restored to service. There was no patient involvement.